Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient was hospitalized on (B)(6) 2025 due to high blood glucose levels. Patient's blood glucose levels were almost 500 mg/dl and was treated via intravenous drips. Patient was hospitalized for 7 days. No further information available.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6011035 in question was manufactured at the osted site. Threshold analysis: a query was run on 09-sep-2025 against "final reporting decision" equal "serious injury and death", "lot number" criteria equal lot number "6011035". The count of complaint is 2 which is below 3. No further statistical trending analysis is required. Device history record (DHR) review: the lot 6011035 was packaged according to the work instruction (wi) version 82 and manufactured in the multivac 12 on 12-jan-2025, with a total of (B)(4) units. Review of the device history record (DHR) showed that a non-conformance(nc) 2112707 several locations oos in particle counting from cleanroom 2 and cleanroom 4. The sub-assembly: the tubing lot 5a01013 was manufactured according to the wi version 27, on 12-jan-2025, with a total of (B)(4) units. The tubing lot 5a01014 was manufactured according to the wi version 27, on 12-jan-2025, with a total of (B)(4) units. The tubing lot 5a01015 was manufactured according to the wi version 27, on 12-jan-2025, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: in order to test the product, no photo or physical sample was provided, therefore, the reference samples from the lot have been requested. Visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Functional test air flow according to wi version 2 on reference samples, 10 samples out 10 samples passed the test, functional test air leak according to wi version 2 on reference samples, 10 samples out 10 samples passed the test, conclusion summary of complaint investigation: as a result of the following: no non-conformance (nc) raised during production related to complaint code, no trend identified, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan.therefore, this issue will be monitored through the post market surveillance activities.